Event description:
Event description cpi received information that the person with this implantable pulse generator (ipg) expired on or about october 27, 1996. It had been reported that the device had reached its elective replacement time (ert) in july of 1996. Because the patient was extremely ill, the physician consulted with the patient's family to determine if the device should be replaced. The family elected to leave the device implanted, knowing that the patient would most likely expire when the battery of the device could no longer produce enough energy to sustain normal function.